Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the insulin pump had a cracked battery compartment. The customer already reverted to backup plan. The customer was unable to remove the battery cap. Customer's blood glucose level was 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a stripped battery cap coin slot. No unexpected alarms were noted.